Event description:
The physician reported that before surgery the medicinal solution did not come out from an ophthalmic cannula. The patient and procedure details were not reported. The patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened cannula in a gauze, without tip protector, in a bag was received for the report of medicinal solution did not come out. The returned sample was visually inspected and was found to be non-conforming as foreign material was observed in the inner diameter of the tip of the cannula and against the wall of the cannula. The sample was then functionally mass flow tested and was found to be non-conforming. The sample was sent for particle analysis. The particle analysis found the foreign material to most closely match viscoelastic. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Inconclusive: based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Most likely root cause is viscoelastic got into the cannulas during surgery and dried. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).